Event description:
It was reported that a cs6s was used during an unk procedure. It was reported by the affiliate that the blade would not close properly. A new blade was used to complete the case. There was no consequence to the pt.